Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in the hospital for unrelated reasons. It was reported that while taking the patient¿s blood pressure, it was noted that the patient had an arrhythmia that was not present on telemetry. It appeared that the patient experienced pulseless electrical activity (pea) followed by a syncopal episode and required external rescue. An episode was noted in device memory, which, was submitted to boston scientific technical services (ts) for review. Review of the episode revealed that the patient went into fine ventricular fibrillation (vf), which, was detected and treated by the device with quick convert anti-tachycardia pacing (atp). Following delivery of atp, undersensing was observed, which, resulted in diverted shock therapy. Subsequently, the rhythm did appear to change and transition to a slower rhythm. Ts discussed that even with a lower sensitivity setting; the rhythm likely would not have been treated with a shock. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.